Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector and twist clamp of the transfer set were disconnected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with a minicap; an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing and clamp function testing. Visual inspection revealed that the female connector separated from the mainbody of the twist clamp due to a loose chip insert. Therefore, the reported condition was verified. In addition, visual inspection identified a damaged female connector, damaged mainbody, and damaged patient adapter. The causes of the loose chip insert, the damaged female connector, the damaged mainbody, and the damaged patient adapter could not be determined.. Should additional relevant information become available, a supplemental report will be submitted.